Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was noted to be in two segments. Visual inspection revealed the outer and inner insulation was abraded through to the inner conductor coil on the proximal segment, approximately 8 cm from the terminal pin. The outer conductor coil was deformed and was broken in several places. Electrical testing was not able to be performed, due to the condition of the lead segments. The type and location of this insulation damage is consistent with lead-on-device contact.

Event description:
Boston scientific received information that a revision took place due to an exit block of the right atrial (ra) lead. Insulation damage was noted. The lead was returned for analysis. N adverse patient effects were reported.